Event description:
Boston scientific received information that this right ventricular lead exhibited elevated threshold measurements and loss of capture. It was reported the patient experienced muscle stimulation with higher outputs. An invasive procedure was performed and the lead was replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated that the lead's distal part was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage traction forces during the surgery should be taken into consideration. During analysis, no further deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, the lead's distal part was found partly pulled out of the ring electrode. There was no sign of a material or manufacturing problem.